Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the freedom driver exhibited a fault alarm while the patient was coughing. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the freedom driver exhibited a fault alarm while the patient was coughing. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. The onboard batteries that were used by the patient at the time of the reported fault alarm were not returned to syncardia and could not be evaluated as part of this investigation. Visual inspection of the external and internal components of the driver revealed no anomalies. Review of the alarm history (eeprom) revealed two fault alarm codes that most likely occurred during the service process. Only permanent fault alarms are recorded in the alarm history. Intermittent and/or recoverable alarms (such as battery alarms, temperature alarms and fault alarms that are resolved within their corresponding recovery duration) are not recorded in the alarm history. The driver was tested and met all test acceptance criteria, which included testing under normotensive and hypertensive patient simulator settings, with no anomalies or unintended alarms. The driver was then tested for an additional 76 hours under normotensive patient simulator settings and met all test acceptance criteria with no anomalies or unintended alarms. The investigation determined that the freedom driver performed as intended, and there was no evidence of a device malfunction. The driver was serviced and met all final performance testing. The reported issue posed a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.